Event description:
It was reported that the customer experienced a cgm error 42, which occurred three or more times with the current pump. There was no adverse impact to the customer's blood glucose level. To resolve the issue, tandem technical support arranged for a replacement pump to be sent to the customer, who was instructed to use multiple daily injections (mdi) as a backup therapy to ensure uninterrupted insulin delivery. The customer was advised on how to store the malfunctioning pump and return it to tandem using a pre-paid label within 10 days to avoid charges. They were also informed about programming settings and connecting their cgm to the new pump.